Event description:
On (B)(6) 2009, the pt reported the display on his insulin infusion device is showing black and blue splotches on the left side and only shows the bottom half of the display on the right side. He stated he stores his batteries in the refrigerator and was advised not to do so. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.